Event description:
It was reported that, during a normal device change out procedure, the physician decided to also replace this right ventricular (rv) lead due to chronic high thresholds. The cause was unknown. Lead is in hospital possession, therefore, it would not return. No additional adverse patient effects were reported.